Event description:
As reported by the exactech knee replacement study, approximately five-year post ltka, the (B)(6) male patient experienced polyethylene wear with evidence of osteolysis. Swelling in left knee, surgeon reports this is due to the polyethylene wear which is visible on the x-ray with evidence of osteolysis. There is no report of follow-up or revision at this time. The event is possibly related to the device but not related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat # 02-012-35-4013), tibial tray (cat # 02-012-45-4040), patella (cat # 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the prosthesis wear and osteolysis reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. However, this cannot be conformed as the devices were not available for evaluation and x-ray images are not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.